Event description:
The reporter stated, the surgeon used a cc4204a collamer aspheric single plate lens. The haptic broke during loading. There was pt contact, no injury to the eye. Unk if lens was inserted into eye. Further info has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4): evaluation results: (other): a lens work order search was performed and no similar complaints were found within the same work order. (B)(4)